Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there was an adapter disconnection. Disconnection was discovered due to an abnormal resistance while resistance was being measured beforehand. A fracture could not be confirmed via x-ray exam, so an operation was performed. The adapter disconnection was discovered, but conflicting information reported a fracture. Follow up is being done to clarify this. A 40cm adapter had been used which according to the physician was too short, and the connection to the implantable neurostimulator (ins) was very tight. The 40cm adapter was not suitable for the patient. There were problems when connection was made. The patient experienced dyskinesia and other vigorous movements. The adapter was replaced with a 60cm adapter for extra length. The issue was resolved at the time of this report. It was noted the severity of this event per the physician's observation was severe. The patient was alive with no injury. The indication for use included parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep clarified that there was no ¿disconnected¿ or ¿problems when connection was made¿; the issue was fracture of the "adaptor".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.